Event description:
According to the physician, during the vaginal delivery forceps were used during one contraction. When the physician went to remove the forceps, the left blade came off easily, the right blade did not want to slide out. After careful exploration, the blade was rotated and removed without problems. The infant was noted to have a 8-9 cm laceration above the left eye. A pediatric surgeon sutured the laceration. IV antibiotics were administrered for 3 days and the infant was discharged in stable condition.